Event description:
Litigation papers allege the patient was injured by excessive levels of chromium and cobalt. Update: (B)(6) 2014 - medical records received. Dor provided. Patient was revised to address cloudy discolored fluid, metallosis staining, synovitis with synovial hypertrophy, osteolysis and corrosion of the trunnion portion of the stem. Stem remained in situ. Stem and sleeve added to complaint. Der was received on (B)(6) 2013 and was reported on (B)(4) which has been rejected as a duplicate. Product and lot provided for cup, head and sleeve. Der states patient was revised due to acetabular cup loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.